Event description:
The lay user/pt contacted lifescan in 2008 and alleged that his one touch ultrasmart meter was displaying the apply sample message. The medical affairs specialist was unable to reach the pt after several attempts via phone. A letter was sent to the address provided. The pt reported that the alleged issue first occurred in 2007 at 8:00 am. As a result of the reported issue, he decreased his insulin dosage of 17 units to 10 units (name of insulin not provided). The pt also mentioned that after the reported issue began, he felt weak and passed out. He received assistance from the emergency services and was taken to the hosp. The hosp meter result is not provided and it is not known what treatment he received there. He was admitted to the hosp for 4 days. At the time of troubleshooting, it was verified that this was not a new product. The pt's testing technique was reviewed to be correct and the test strip had drawn the sample into the test area. However, the issue was not resolved with a retest performed with a new vial of test strips. This complaint is being reported because the pt claimed to have passed out after the reported issue began. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will eval it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.